Event description:
It was reported that the table moved up without command while a patient was on it. The technologist noticed the movement and hit the e-stop. The patient did not contact the gantry and there was no injury.